Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
One had a frayed, cut string - tampon [device breakage]. Case description: consumer reported via e-mail that one tampon had a frayed, cut string. No injury reported.